Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: contamination was observed under all of the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 11/29/2012 with the following findings: during evaluation the contrast button was found to be intermittently responsive, all of the other buttons were found to be responsive. The keypad was found to be intact. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.